Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), device expulsion ("migration of essure device in uterus"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy abnormal bleeding") and pelvic adhesions ("adhesive disease of pelvis") in a 35-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain / severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic adhesions (seriousness criterion medically significant). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes and lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, menorrhagia, hormone level abnormal, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge and pelvic adhesions was resolving and the genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic adhesions, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: there was good return of the device and 3 coils went visualised at the end of the procedure. Removal details: pre and post operative diagnosis-pelvic pain, foreign body of the uterus, menorrhagia, adhesive disease of the pelvis. Procedure-total laparoscopic hysterectomy with bilateral salpingectomy da vinci platform, and lysis of adhesions. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received: reporter, product lot number added. Event "menorrhagia, pelvic adhesion" upgraded. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("vaginal pain"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("abdominal pain / severe cramping"). The patient was treated with surgery (underwent surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vulvovaginal pain, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), device expulsion ("migration of essure device in uterus") and genital haemorrhage ("heavy abnormal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain / severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and pelvic adhesions ("adhesive disease of pelvis"). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)).essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, hormone level abnormal, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia, vaginal discharge and pelvic adhesions was resolving and the genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic adhesions, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: hormonal changes, abnormal bleeding(vaginal, menorrhagia), infection (urinary tract), migration of essure device in uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, adhesive disease of pelvis and she did not undergo essure confirmation test. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), device expulsion ("migration of essure device in uterus"), menorrhagia ("abnormal bleeding (menorrhagia)"), genital haemorrhage ("heavy abnormal bleeding") and pelvic adhesions ("adhesive disease of pelvis") in a 35-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included paratubal cyst. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), hormone level abnormal ("hormonal changes"), vaginal haemorrhage ("abnormal bleeding(vaginal)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2015, the patient experienced urinary tract infection ("infection (urinary tract)"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic adhesions (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain / severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)), surgery (underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)), surgery (total laparoscopic hysterectomy with bilateral) and surgery (lysis of adhesions). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, menorrhagia, pelvic adhesions, hormone level abnormal, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia and vaginal discharge was resolving and the genital haemorrhage, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic adhesions, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: insertion details: there was good return of the device and 3 coils went visualised at the end of the procedure. Removal details: pre and post operative diagnosis-pelvic pain, foreign body of the uterus, menorrhagia, adhesive disease of the pelvis. Procedure-total laparoscopic hysterectomy with bilateral salpingectomy da vinci platform, and lysis of adhesions. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), device expulsion ('migration of essure device in uterus'), menorrhagia ('abnormal bleeding (menorrhagia)') and pelvic adhesions ('adhesive disease of pelvis') in a 35-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: minastrin. Concurrent conditions included paratubal cyst, hernia and gestational diabetes. Concomitant products included ergocalciferol (vitamin d2), ethinylestradiol;norethisterone acetate (minestrin) and metformin. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (urinary tract)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain / severe cramping") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral, lysis of adhesions and underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, menorrhagia, pelvic adhesions, hormone level abnormal, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia and vaginal discharge was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic adhesions, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and vulvovaginal pain to be related to essure. The reporter commented: insertion details: there was good return of the device and 3 coils went visualised at the end of the procedure. Removal details: pre and post operative diagnosis-pelvic pain, foreign body of the uterus, menorrhagia, adhesive disease of the pelvis. Procedure-total laparoscopic hysterectomy with bilateral salpingectomy da vinci platform, and lysis of adhesions. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), device expulsion ('migration of essure device in uterus'), menorrhagia ('abnormal bleeding (menorrhagia)') and pelvic adhesions ('adhesive disease of pelvis') in a 35-year-old female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included metformin and vitamin d2. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: minastrin. Concurrent conditions included paratubal cyst, hernia and gestational diabetes. Concomitant products included ethinylestradiol;norethisterone acetate (minestrin). On an unknown date, the patient started vitamin d2 at an unspecified dose and frequency. On an unknown date, the patient started metformin at an unspecified dose and frequency. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("infection (urinary tract)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic adhesions (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("abdominal pain / severe cramping") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral, lysis of adhesions and underwent hysterectomy (full) and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device expulsion, menorrhagia, pelvic adhesions, hormone level abnormal, vaginal haemorrhage, urinary tract infection, dysmenorrhoea, dyspareunia and vaginal discharge was resolving and the genital haemorrhage, vulvovaginal pain, abdominal pain lower and vitamin d deficiency outcome was unknown. The reporter considered abdominal pain lower, device expulsion, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic adhesions, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency and vulvovaginal pain to be related to essure. The reporter commented: insertion details: there was good return of the device and 3 coils went visualised at the end of the procedure. Removal details: pre and post operative diagnosis-pelvic pain, foreign body of the uterus, menorrhagia, adhesive disease of the pelvis. Procedure-total laparoscopic hysterectomy with bilateral salpingectomy da vinci platform, and lysis of adhesions. Patient tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 43.9 kg/sqm. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event vitamin d deficiency added. Seriousness criteria for the event genital haemorrhage updated to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.